Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 5 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was urgently seen in clinic due to complaint of weakness. The patient had inr of 1.7 and hfb of 7.8 g/dl. The patient was taking coumadin daily. The patient received 2 units of plasma red blood cell (prbc). At the time of event, the patient was taking warfarin. On (B)(6) 2018, enteroscopy was performed on patient and was unremarkable. The patient had a stable inr of 1.5 and hemoglobin level at 8.4 g/dl. The patient was discharged on (B)(6) 2018 and will have small bowel capsule test as outpatient.